Event description:
A 60+ year old male underwent a dx cath/ptca with "6 fr csi" in place for approx 40 mins on 3/12/99. Guide was pulled; hematoma was noted to be forming; hosp's standard operating procedure is to pull the sheath and replace with a larger size, if hematoma formation is noted following heparinization; when sheath was pulled, the hub separated from the cannula body.